Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The device was removed. No patient conditions were reported and no additional information is available at this time.